Event description:
The customer reported that the device hangs/locks up during the user initiated operational check. The ready for use indicator (rfu) was displaying red x. The customer also reported the display of inops resulting from the incomplete operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4).: philips evaluated this device and determined that the device was locking up at the charge (energy) step of the user initiated operational check. The processor pca was replaced and the software was reloaded to resolve the symptom. The device passed testing and was returned to the customer.